Event description:
The customer failed to calibrate the new axsym rubella igg reagent with an eror code of 1048 (a/b ratio too high). The customer is unable to retrieve data from the axsym. Particulate matter were found in the calibrator. There is no similar issue with other assays. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.